Manufacturer narrative:
Reported event was confirmed by review of radiographs. The femoral component is fractured at the stem extension housing. The stem extension is worn around the taper. DHR was reviewed and no discrepancies were found. Per the nexgen rotating hinge knee package insert, fracture/damage of the prosthetic knee components or surrounding tissues is a known potential adverse effect of this procedure. It is likely that the taper wear/damage and noted metallosis were caused by contact of the stem extension and femoral component after the fracture occurred; however, the cause of the fracture cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products- articular surface w/ hinge post extension, catalog # 00588004014, lot # 62613265, rotating hinge knee femoral component, catalog # 00588001402, lot # 62604848, stem extension 12.7mm, catalog # 00598801212, lot # 62747359, tibial component, catalog # 00588000300, lot # 62677599, tibial component nonmodular, catalog # 00588000302, lot # 62534345, tibial block, catalog # 00598800426, lot # 62635977, augment block, catalog # 00599003420, lot # 62704155. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05611. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. The patient experienced pain and the inability to walk. Subsequently, the patient was revised due to an implant fracture of the superior portion of the femoral component which receives the taper of the femoral stem. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.